Event description:
Additional information received indicated patient¿s signs and symptoms were reported as redness and swelling. It was indicatedthat infection was located at the device pocket site. The device pocket site was cultured and scant pseudomonas organism was present. There was no meningitis and patient was treated with preoperative antibiotic.

Event description:
It was initially reported that the patient had their implantable neurostimulator (ins) system removed due to a ¿large¿ infection. Additional information received 5 days later confirmed that the patient¿s ins system had become infected on (B)(6) 2014 and was explanted on (B)(6) 2014. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0ax23, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).